Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08650 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s case manager reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 418 mg/dl. Customer was admitted to the hospital (B)(6) 2018. Customer experienced hyperglycemia and their doctor advised to take off the insulin pump during their hospital stay. Insulin pump will be returned for analysis.